Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, due to patient anatomy, the delivery catheter "could not help the lead get to the target position." It was then noted the lead dislodged while the catheter was slitting. The catheter was replaced and the lead was re-implanted and remains in use. No patient complications have been reported as a result of this event.